Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/05/2015 with the following findings: the battery compartment was cracked below and beside the bumper pad. The display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked and the display screen was dim and discolored. This report is made based on results of investigation completed on 11/05/2015.